Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issues. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the buttons on the device were unresponsive and that the device did not detect the patient through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the buttons on the device were unresponsive and that the device did not detect the patient through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac). The pac technician observed there was a widespread corrosion of the plated contact surfaces and white flecks throughout the device. It was determined that the corrosion was caused by salt contamination. The cause of the reported issues was environmental exposure. The customer received a replacement device under warranty. The device was archived by stryker.